Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model# was not provided.

Event description:
A (B)(6) customer opened a box of contour test strips and the bottle was already open. No adverse event was alleged. The test strips were to be returned for evaluation, as exposure to moisture can cause high test results.

Manufacturer narrative:
The customer strips were returned and evaluated: strips were visually degraded due to exposure to moisture. All control tests resulted in e11. Three blood tests gave e11 and two blood tests averaged 119mg/dl high out of spec. The e11 and high results were most likely caused by the strips being exposed to a moist environment due to the open cap of the bottle in the sealed box. The retention lot# gave satisfactory performance.